Event description:
Patient reported "swelling of one breast appears from time to time. It has already happened three times. I had ultrasound, there was water in my right breast. There was not enough water to draw the fluid." This relates to the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "there was water in my right breast".